Event description:
It was reported that the patient complained that the inflatable penile prosthesis (ipp) was not working properly as the fluid was not fully transferring to the cylinders. Additionally, the patient noted that the pump remained flat and refilled slowly. Troubleshooting was attempted without success; therefore, the patient indicated needing to locate a urologist for evaluation of the device. No additional information was reported.